Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was unable to be confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of similar complaints both at the specific facility and in general was performed with no similar complaints identified. This will continue to be trended. A review of the IFU was performed and it was confirmed the IFU specifically states the requirements for contacts and gives instruction for properly drying them prior to use. This may have prevented the phenomenon that was observed. Specifically the IFU states; make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Conclusion: the root causes could not be definitively identified. Based on the investigation results, the probable causes are shown below: the phenomenon was not reproduced by the repair department, and therefore there could have been abnormality not in the subject device but another device (such as endoscope, light source, or digital light source cable). Alternatively, the user might have connected the video connector to the video connector socket without completely drying the video connector, causing the temporal failure connection. As the result, the phenomenon might have occurred. A connection failure of the electrical contacts within the connector may have caused failure in proper communication between the endoscope and the video scope, leading to the error e30. Five years or more have passed since the subject device was delivered, and the wearing away of the locking lever of the video connector socket due to the repeated use of the device for a long time caused the malfunction.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the error b30 which indicated there was the communication problem between the subject device and the endoscope was displayed during the unspecified procedure. The user also reported that the error was displayed when the subject device was connected with the flexible urology scopes. At the incoming inspection for the repair, the service department of olympus (B)(4) (oekg) checked the subject device. Though the subject device was tested with many kinds of the endoscopes such as endoeye flexible laparoscopes or other flexible endoscopes, but it could not be duplicated the reported phenomenon. However the oekg found that the locking lever of the video connector socket of the subject device was damaged. There was no patient injury associated with this report.